Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 16 synergy drug-eluting stent was selected for treatment; however, it was noted that the stent came off the balloon during the procedure. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient was fine.